Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records and complaint history cannot be performed, due to the lot number not being provided. The investigation unable to determine the conclusive cause for the reported difficulty; however, the subsequent treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4 and h4: the device expiration and manufacturing dates could not be provided as the device lot number was not provided and the device was not returned.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Patient ID: (B)(6). It was reported that suture placement in the right common femoral artery was attempted using a prostar xl device via a 10f sheath prior to a heart valve replacement procedure. Reportedly, post procedure the prostar xl sutures did not achieve hemostasis. The sheath was downsized to 6f, a non-abbott device was attempted and also did not achieve hemostasis. Balloon dilatation followed by a covered stent was ultimately used to achieve hemostasis. The patient became hypertensive; however, it was reportedly unrelated to the use of the prostar xl device or the failure to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy related to the use of the prostar xl device. No additional information was provided.